Event description:
It was reported that high impedance was seen on the patient's device. The physician did not know if the patient had experienced any trauma to the vns site. The patient had recently been implanted with vns about two weeks prior. X-rays were ordered to evaluate if the lead pin was inserted completely but have not been evaluated by the manufacturer to date. The device history record of the lead was reviewed, and the device conformed to all specifications prior to release. No further relevant information has been received, and no surgical intervention has occurred to date.

Event description:
Further information was received that frontal and lateral chest x-rays were taken and reviewed by the physician. Lead fractures or incomplete pin insertion issues were reportedly not found. After the x-ray, the patient was seen by the physician who interrogated the vns device. Diagnostics were reportedly run and results were within normal limits. No high impedance warning message was displayed. No further relevant information has been received.